Event description:
Information was received that a smiths medical level 1 hotline low flow system is "over-temping". No adverse effects reported.

Manufacturer narrative:
Returned device was received in decent physical condition. There was noted wear and tear on the damaged enclosure, front cover, tank cover and corroded heater. During the evaluation of the device, the customer's reported issue was duplicated. The issue was found to be caused by an old damaged pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received indicating event date and that the fault occurred during preventative maintenance. There was no patient involvement.